Event description:
It was reported that during the procedure in the heavily calcified mid left anterior descending artery, a 1.20x12 rx mini trek dilatation catheter was advanced to the target lesion with some resistance. The balloon was inflated to 8 atmospheres and deflated. The physician attempted to inflate the balloon a second time; however, the balloon did not inflate. The balloon was removed from the anatomy and blood was noted in the dilatation catheter. A new mini trek balloon was used to complete pre-dilatation followed by successful stent deployment. Blood flow was reported to be good. There was no adverse patient effect and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with blood in the tightly folded balloon and inflation lumen and no contrast visible; which is consistent with a catheter leak inside the patient anatomy and no balloon inflation. The proximal end of the balloon and inner member were wrinkled 3 millimeters (mm) proximal to the marker, for a length of 4mm. The distal end of the balloon and tip were wrinkled 3 mm proximal to the distal end of the tip, for a length of 1.5 mm. The shaft was wrinkled 4.7 centimeters distal to the guide wire exit notch, for a length of 2 mm. There was a tear in the outer member at the same location of the wrinkled shaft, for a length of 1 mm. A new indeflator filled with water, was used in an attempt to pressurize the balloon to rated burst pressure (rbp), when it was observed fluid was coming out from the tear noted in the outer member. The balloon crossing profile could not be measured, due to the wrinkling in the balloon. Factors that may contribute to a tear to the outer member include, but not limited to, damage during manufacturing, damage during preparation for use, interaction with the lesion calcification and tortuosity or an interaction with the guide wire/guiding catheter during advancement. To ensure that all products perform according to specification, all products are 100% leak tested and visually inspected for damages on the manufacturing line. Additionally, a sampling of units is destructively tested to verify inflation to the rbp. There was no damage noted during the inspection prior to use and no leaks reported during catheter preparation which may suggest that the outer member was not previously damaged; therefore, this suggests that a product deficiency did not contribute to the difficulties experienced. Reportedly, the vessel was moderately tortuous and the lesion was heavily calcified which likely caused the reported resistance during advancement and the observed damages on the shaft and tip including the torn outer member which ultimately caused the leak. Based on the information provided and the returned product analysis, the reported inflation issue was most likely related to the operational context of the procedure. A review of the finished product lot history record revealed no nonconforming material records associated with this lot indicating that all lot release testing met specifications. Additionally, a query of the complaint handling database for the reported lot revealed no other similar incidents reported for shaft leaks, damaged shafts/tips and torn outer members. There is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.